Event description:
It was further reported that recalibrating and replacing the touch pen did not resolve the issue. The programmer was returned for repair.

Event description:
It was reported by the company representative (cr) that the programmer¿s touch pen was to be used in a case, however it was not tracking; therefore, another programmer was used. Technical support (ts) walked through recalibrating the touch pen with the caller. The programmer remains in use. Follow up indicated that there was no patient involvement associated with this event. It was further reported that recalibrating and replacing the touch pen did not resolve the issue. The programmer was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the company representative (cr) that the programmer's touch pen was to be used in a case, however, it was not tracking; therefore, another programmer was used. Technical support (ts) walked through recalibrating the touch pen with the caller. The programmer remains in use. Follow up indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Concomitant prod.: 2290 pacing system analyzer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the bezel/overlay assembly was replaced and the stylus was calibrated. It was also noted that the antenna was out of mechanical specification. (B)(4).